Event description:
A small blood drip was noted from the gas outlet of the unit at the start of the case. Two hrs later, the blood to gas leak increased with unit clotting noted. The device was changed-out with no reported affect to the pt.